Manufacturer narrative:
Evaluation summary based on the further evaluation done by engineering, the root cause of the lid not properly fastening could not be conclusively determined. Per our risk management document, a potential cause of this failure mode is minor or major diameter of the cap thread being too large, preventing the lid from engaging with the jar. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections as per standard operating procedures. It is unlikely that a jar with a lid that is not properly fastened would pass these inspection procedures. There was no related non-conformance that could have contributed to the event. The instructions for use advises the customer to inspect the jar and packaging prior to use. ¿caution: pericardial patches from containers found to be damaged, leaking, without adequate glutaraldehyde, or missing intact seals must not be used for human implantation.¿ based on the available information, no corrective action will be taken as this event does not appear to be manufacturing related. A search was conducted for similar events in the past 2 years in which a 12oz jar was received with a lid not properly fastened, and no similar event was found. This appears to be an isolated incident, therefore no further action will be taken at this time.

Manufacturer narrative:
Evaluation summary: the device was returned to edwards for visual inspection and measurement with a ruler. Customer report of lid not properly fastened on the jar was confirmed. The patch jar was not received in the same condition as in the initial photographs provided. As received, the plastic lid was uneven by approximately 0.039 inches. Although, not as severely tilted and opened as in the provided photographs provided. The rubber stopper lid was not even, as half of lid sat flush with the jar rim and the other half sat above the rim by approximately 2mm. The jar did not leak when tilted. The rubber stopper lid was removed and replaced in the laboratory and was able to seat leveled. As per our standard operating procedure, the lid is not to be uneven more than 0.020 inches. As received the lid was uneven by 0.039 inches, thus it was confirmed to be outside of specification. No inconsistencies were observed on the patch. The jar was received in its original packaging and inside of a foam box. Engineering evaluation will be performed and a supplemental MDR will be submitted upon completion of this evaluation.

Manufacturer narrative:
(B)(6). The device is in transit for return to edwards for evaluation. A supplemental MDR will be submitted upon completion of the device evaluation.

Event description:
Edwards received information that the lid was not properly fastened on the jar. The hospital staff was not sure if sterilization of the device was compromised. This was found prior to patient use. The hospital reported that there were similar previous occurrences where the jar lid was not properly fastened, however no details could be provided.